Manufacturer narrative:
Additional manufacturing narrative: other text: the returned sensor was investigated. During the visual inspection, sliding neck tape was observed at the sensor end, causing exposed conductor jackets and shields. The sensor passed continuity testing and functional testing. The sensor was able to obtain spo2 and pulse rate values and was functioning electrically as designed.

Event description:
The customer reported "bedside registered nurse (rn) discovered oxygen saturation probe was frayed with exposed wires on infant's skin. No harm to patient." There was no patient impact or consequence reported.